Manufacturer narrative:
No product was returned for investigation. The reported red heart/low flow/pump off alarms cannot be confirmed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 11 months. The lvad currently remains implanted in the patient but is not in use. It was reported that the lvad would not be explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2013. It was reported that the patient was admitted on (B)(6)2017 with red heart/low flow/pump off alarms. The driveline was covered in rescue tape and a previous clamshell repair was evident. The hospital staff attempted to restart the pump by exchanging to a different epc system controller and then a pocket system controller; however, the pump was unable to be restarted due to significant driveline wire damage. Given that the patient was not a surgical candidate for a pump exchange due to a positive toxicology screen for cocaine, the decision was made to terminate lvad support. The device was stopped and the driveline was cut at the skin. The patient was supported on inotropes. No additional information was provided.